Manufacturer narrative:
Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. Heartware has opened an internal investigation to address this issue. This is one of three reports (3007042319-2015-02014, 3007042319-2015-02015 and 3007042319-2015-02016) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Power switching: per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2015-02014, 02015 and 2016) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) that the patient described, "that the batteries showed abnormal behavior while switching between the ports for no recognizable reason". Engineering team recommend to replace the batteries which "solved the problem". It was stated that the "patient went back home in normal condition". No reported consequences or impact to patient. Investigation is ongoing.